Event description:
It was reported that during a laryngoscopy procedure, due to human error, the eye filter protection cable was not plugged into the laser and microscope. When the laser was test-fired, the physician had his eyes "flashed" with laser energy. The procedure was stopped, the equipment problem was corrected, and the physician finished the procedure. Reportedly, the physician had his eyes check by a doctor at (B)(6) referred to ophthalmologist for a more thorough exam.